Manufacturer narrative:
This report has been identified as (B)(4). We received two used (one completely filled and one quarter filled) easypump ii lt 100-200-s without packaging. The received samples were taken to a visual examination. Damages were not detected. In as-received condition, the white clamps are closed. The original wing caps were not assigned by the customer. After opening the top cap and removing the closing cone, we detected no crystallized drug residues at the filling port (lli-cone). Further on, we detected no air inside the triangle tube (before and behind the vent filter) and no air bubbles inside the flow restrictor. We detected no residues of crystallized drugs inside the lla-cone of the pt connector. Additionally, the samples were taken to a functional test respectively a leak test. After opening the white clamp and waiting for a while (1h), one of the pumps did not work (solution was not running). Leaks were not detected. After opening the white clamp of the second sample, removing of the wing cap and waiting for a while, the pump worked (solution was running). Leaks were not detected. Furthermore, we tested the flow rate of the received sample. Nominal: 0.5 ml/hr, actual: 0.6 ml in 1 h; 1.2 ml in 2 h; 1.8 ml 3 h. No specific conclusion can be drawn. We have informed our production site accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility info by (B)(6)): no function - no flow. Pump did not run. Filled with nacl. Could not be vented.